Event description:
Pt was urged to have a stent placed in their heart artery to relieve a blockage by a cardiologist. They consented and a cordis cypher coronary stent was inserted by dr. In 2003. They were kept in the hosp overnight and then they returned home where they followed the dr's directions and took the required medicine. They were in contact with the dr's office 3 days later to report a slightly uncomfortable feeling in the upper chest. They were told that it was a normal reaction but to take a nitroglycerin pill if they had any pain in that area. Reporter had a light dinner with pt and left for a business meeting at 6:30 p.m. Pt talked to family member at 7 p.m. And they were in good spirits. When called pt at 11 p.m., got their answering service. Reporter traveled to their house, arriving about 11:15 p.m., entered with a key reporter had and found them sitting in a chair where they had been watching television. It appeared they had a sudden shock with their eyes and mouth open. It appeared that it was instantaneous since there was no evidence of falling or attempt to rise out of the chair. It was obvious they were dead which was confirmed 15 minutes later by ems personnel summoned by reporter. Their family member whom reporter also notified, called the funeral home and there was no autopsy. The coroner was called by police who contacted dr. When pt's family member called the dr, they were told that he and his staff had checked all the reports and notes over the weekend and couldn't determine the cause of death. When reporter read the report on the problem with the cordis cypher coronary stent, reporter remembered that they had read of it when it was first approved in 4/2003 and even asked dr right after the procedure, if they had used this stent. He said he did. Pt had their high blood pressure under control with pills and also was taking pills for cholesterol which was under control. They hadn't smoked for the past 25 years and drank a glass of wine occassionally. They ate a balanced diet.